Event description:
A low advia centaur xp cea result was obtained on a patient sample. Repeat testing was performed and the results were low. The patient sample was tested on two different alternate methods and the results were positive. The patient's health checkup is the reason for cea measurements and due to no indication of a cancer diagnosis. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp cea result.

Manufacturer narrative:
The cause for the discordant advia centaur xp cea result is unknown. The instrument is performing within specifications. No further evaluation fo the device is required. The instruction for use (IFU) limitation section states: "note: do not interpret levels of cea as absolute evidence of the presence or the absence of malignant disease. Measurements of cea should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of cea in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, calibration, and reagent specificity. Cea determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Warning: do not use the advia centaur cea immunoassay as a screening test for diagnosis."